Manufacturer narrative:
This report is submitted on 19 march 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use as a result of extrusion of the electrode array. Subsequently the device was explanted (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 18 may 2020.